Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309657 batch# 4053863 it was reported that the bd luer-lok stopper was defective/damaged. The following information was provided by the initial reporter: "hi, we have 3ml bd plastipak leur lock syringes where the black rubber plunger is uneven so not sure how accurate doses drawn up would be. Product# 309657, with lot number of 4053863 and exp 1-31-29. Thanks" verbatim: rcc received a complaint via email. Email(s) attached. Additional information received on 04/29/2024: 1. Kindly provide the date of event? Was discovered last week. So 4/24 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes- I have 2 in my office. You have wrong address above. That is the address for (B)(6) hospital. Correct address is below. (B)(6).